Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is defective. This was noticed before she discontinued use of the infusion device 2 years ago. Pt had been using the infusion device for 1.5 years at the time of the event, and she bolused 1-4 times per day. The down button did pop up after it was pressed. No physiological effects were reported in relation to this event. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.